Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured bone. There was no delay in surgery, and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number (one broaching issue, one boney in-growth issue), and the first complaint for this lot number. The root cause for the fracture was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a fracture three or four centimeters below the trochanteric. The surgeon removed and replaced the original stem and head.